Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: confirm if the suture thread broke into 2 pieces? If yes, when was it noticed- pre-op(before use on patient- while in package noticed upon opening?, during dispensing? ) or (during use on patient- while suturing?, while tying knots? ) ? Product code? Lot #?

Event description:
It was reported that a patient underwent an abdominal wash out and wound closure procedure on (B)(6) 2018 and suture was used. The suture ripped to pieces during wound closure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.